Event description:
Customer reported that: "programmable valve did not flow. Valve never was implanted in the patient. Another valve was used to complete the case. This occurred intra-operatively, without any significant delay in surgery (less than 30 minutes) and/or adverse consequences to the patient. Please send a warranty replacement to the sales rep".

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. The valve was returned for evaluation at codman (B)(4). The investigation of the returned valve did confirm the problem reported by the customer. The lot number was cmhb4m; serial number was (B)(4), product code 82-3832. Upon completion of the investigation, it was noted that the likely root cause for the problem reported by the customer is due to dried saline debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. It is also possible that during the flushing process before implantation, the siphon guard was activated and giving the impression that the valve was malfunctioning. An excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, but this could not be determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.